Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Product met specification. Additional information was received that device was replaced due to product upgrade.

Event description:
This supplemental report is being filed based on completion of device analysis.